Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 18apr2019 that occurred in pentax medical's (B)(4) innovation center. The reported complaint of a steel braided wire sticking out of the insertion flexible tube (ift) at the 40cm location involving pentax medical video colonoscope model ec-3890lk, serial number (B)(4). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The user noticed the failure and sent to pentax medical for service.